Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others and crease fold. A microscopic analysis was performed which identified: broken sharp on the posterior and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on the posterior assessed as unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side rupture. Device remains implanted.